Manufacturer narrative:
The contribution of the device to the experience reported could not be determined as the device was not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record. Pending evaluation.

Event description:
Index surgery: (B)(6) 2015. Reoperation to add patella component due to pain. This event occurred outside of the u.s, in (B)(6), and was discovered as part of active surveillance.

Manufacturer narrative:
The contribution of the device to the experience reported could not be determined as the device was not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record. Engineering evaluation noted that the reoperation reported was likely the result of not utilizing the patella component in the primary surgery, which led to pain.

Event description:
Index surgery: (B)(6) 2015. Reoperation to add patella component due to pain. This event occurred outside of the us, in (B)(6), and was discovered as part of active surveillance.

Manufacturer narrative:
Complaint conclusion is that this event was not reportable as the patella component was intentionally left out by the surgeon of the original implantation of the total joint system. The re-operation occurred due to the patient experienced pain and the surgeon decided to implant the patella component. There is no allegation against the original components. It is noted by the quality engineer's investigation the product labeling states that the device was designed to use the patella included in this system. The reoperation reported was likely the result of not utilizing the patella component in the primary surgery, which led to pain. The device previously reported is the device that was implanted when the patient was returned to the operating room on (B)(6) 2018 to add the patella component to the initial construct. There were no devices removed or replaced during this procedure. There was no device explanted.